Event description:
Additional information received indicates the patient had their ipg explanted and replaced to address the issue. Therapy was restored.

Manufacturer narrative:
Date of event is estimated. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
It was reported the patient had shoulder surgery on (B)(6) 2021 where the device was not placed in surgery mode. Subsequently, the patient has been unable to connect to the ipg. Troubleshooting was attempted by the company representatives to no avail. The ipg was later found to be in service app mode. Surgery may take place at a later date.

Manufacturer narrative:
The device was not returned for analysis; however, the implant data log was received. Analysis of the record shows that the system is in service app mode and not delivering therapy. Actions have been taken to prevent reoccurrence.